Manufacturer narrative:
Citation: kumar, n., murgai, a., naranian, t., jog, m., & fasano, a. (2017). Levodopa-carbidopa intestinal gel therapy after deep brain stimulation. Movement disorders, 33(2), 334-335. Doi:10.1002/mds.2721. The reported age reflects the average age of the patients reported in the literature article. The reported sex reflects that of the majority of the patients reported in the literature article (4 male; 3 female). Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: dbs or jejunal infusion of levodopa-carbidopa intestinal gel (lcig) may improve the motor complications of parkinson¿s disease (pd). Although stn or globus pallidus internus (gpi) dbs are established dbs targets, uncontrolled motor complications or axial symptoms may reappear over time. Reported events: one (1) (B)(6) male (case #1) who underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) implantation for advanced parkinson's disease was considered successfully treated. However, the patient later received levodopa-carbidopa intestinal gel (lcig) due to a worsening of parkinsonian features. These parkinsonian features included unpredictable motor complications and dyskinesia (umfd) after l-dopa was started to improve painful off dystonia and suicidal ideation. Depression was also noted. The motor fluctuations and dyskinesia were noted to have improved. One (1) (B)(6) female (case #3) who underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) implantation for advanced parkinson's disease was considered successfully treated. However, the patient later received levodopa-carbidopa intestinal gel (lcig) due to a worsening of parkinsonian features. These parkinsonian features included unpredictable motor-fluctuations and dyskinesias (umfd), worsening of gait, mood fluctuations, fatigue and depression with suicidal ideation. The motor fluctuations and dyskinesia were noted to have improved. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.